Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort while charging as well as difficulty in charging the ipg due to ipg migration. This was confirmed via x-ray. It was also noted that the patients ipg was not holding a charge. The patient underwent a pocket revision and ipg replacement procedure.

Event description:
It was reported that the patient experienced pain and discomfort while charging as well as difficulty in charging the ipg due to ipg migration. This was confirmed via x-ray. It was also noted that the patients ipg was not holding a charge. The patient underwent a pocket revision and ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.